Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delsys, model #: mc1vr01us-delsys, expiration date: 14-aug-2021, serial#: (B)(4), UDI #: (B)(4). Device evaluated by MFR: no. Device return to MFR? No. Mfg date: 13-mar-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that the leadless implantable pulse generator (ipg) exhibited dislodgment during tether removal. The ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.